Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris. Elevated chromium levels and a soft tissue reaction reported.

Manufacturer narrative:
Corrected and additional data: the date of implantation has been reported to the manufacturer as both (B)(6) 2010. It is unclear at this time which date is the correct date of implantation.